Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump woke her up at night with a off no power alarm. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump display has a black dot inside of the lcd screen that cannot be cleared. The customer declined to troubleshoot and indicated that the battery would be changed and they would call back if necessary.